Event description:
Information received by medtronic indicated that a procedure could not be completed with the cryoconsole due to inflation issues triggering system notice message 22406 (the balloon is deflated). The cryoconsole also showed high baseline flow icon. Technical support was called during the case and were unable to resolve the issue. The procedure was completed with radiofrequency (rf) ablation rather than cryoablation. Reportable based on analysis of returned cryoconsole parts completed on (B)(4) 2013.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. On initial inspection and despite extensive testing, the reported symptoms could not be reproduced; all attempted inflations functioned correctly. Because the failure could not be reproduced, the suspect parts (several sub-components of the injection panel) were replaced as a complete sub-assembly, and the original parts were returned for testing and diagnosis. The reported issue was confirmed through analysis of the returned parts. The injection panel failed the inspection due to a defective low pressure regulator and stainless steel gauge. The visual inspection showed that the low pressure gauge was pegged. The injection panel was assembled to a cryoconsole as received. The console along with a test catheter failed during inflation due system notice message 22405 (balloon is not sufficiently inflated). Further investigation revealed presence of debris on the main valve seat of the low pressure regulator. An internal CAPA has been initiated to investigate the condition found. The replacement of injection panel and pt6 pressure transducer resolved the issue.